Event description:
It was reported that a patient underwent a perineal suture procedure on (B)(6) 2023 and suture was used. The problem of the suture pulling off the needle happened in perineal suture surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. H6. Investigation findings: c22 - photo/video analysis. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Photo investigation summary :this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a bent needle dispensed, without suture. The image is not clear to determine the failure mode. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: received information as following from sales rep via phone today. After investigation, a 38-year-old female patient underwent perineal laceration repair in hospital due to "grade I perineal laceration after spontaneous delivery" on august 4, 2023. During the surgery, the surgeon used the w9923 for perineal skin suture (with specific suture method unknown). The needle pull off occurred during the knotting. The needle fell into the patient's tissue. The surgeon immediately fixed the tissue at this site and contacted the radiology department. The position of the needle was determined under the ray. The needle was completely removed with hemostatic forceps. After removal, it was confirmed that no foreign body was left in the patient's tissue under the ray. A new suture (with specific product information unknown) was replaced to continue the sewing. The subsequent surgical operation was smooth. The event prolonged the procedure by more than half an hour (exact time extension unknown). No subsequent adverse events were reported. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was additional dissection required in other tissues other than the target tissue? If yes, please describe. What does "fixed the tissue at this site" mean? Please explain. Was the surgical site closed and then re-opened to retrieve the needle? Was the needle removed during the initial procedure? Does ¿subsequent surgical operation was smooth¿ refer to the 2nd part of the initial procedure after the needle was removed? Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? What is the patient¿s current status? Corrected information: h6 health effect - impact codes.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/20/2023. Additional information was requested, the following was obtained: was additional dissection required in other tissues other than the target tissue? Unk. Was the needle removed during the initial procedure? Yes. What does "fixed the tissue at this site" mean? Please explain. Was the surgical site closed and then re-opened to retrieve the needle? Does ¿subsequent surgical operation was smooth¿ refer to the 2nd part of the initial procedure after the needle was removed? Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? What is the patient¿s current status? Contacted with the sales rep today via phone, please refer to (B)(4). The needle removed during the initial procedure, and the intitial procedure went smoothly after the needle retrieved. No subsequent adverse events were reported. Other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.